Event description:
The pump was returned for investigation. Investigation revealed a keypad response issue with contamination under key contacts. This report is made based on results of investigation completed on 01/28/2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/28/2014 with the following findings: during investigation, the up arrow keypad button was intermittently unresponsive during testing and required multiple presses with increased force to elicit a response. The keypad cover was removed and evidence of contamination was found under the up arrow, down arrow, and ok key contacts. The keypad cover had been returned peeling, exposing the ok key contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).